Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt had not charged the ipg since implant. The pt reported he has not had stimulation in months. The ipg is no longer able to communicate with the charging system or pt programmer. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.